Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the hp052 started then stopped working during the case. Another luke was used to complete the case. There was no consequence to the pt.